Event description:
This was a lead extraction case performed in the or to remove one sjm riata 7000 dual coil ICD lead due to non-functionality. The lead was prepped with an lld-ez. A 14f glidelight laser catheter was utilized. The laser was advanced to the mid-right atrium at the distal end of the proximal coil, where the lead was freed. Immediately a drop in blood pressure was observed along with heart border changes. The surgeon was immediately available and performed a sternotomy to repair the perforation in the rv. The patient was stabilized and closed.